Manufacturer narrative:
(B)(4). The rotaflow was cleaned and a visual inspection was performed under microscopy. A small overmold was detected at the roter shell. This was determined to be a production failure.

Event description:
(B)(4).

Manufacturer narrative:
On (B)(6) 2015 12:59 pm (gmt-5:00) added by (B)(6) ((B)(4)): (B)(4). A supplemental medwatch will be submitted when additional information becomes available.

Event description:
"During pls application, blood clot was occurred in membrane and rf 32. After replacement, there was no problem." No known consequences to the patient. (B)(4).

Manufacturer narrative:
The sample has been investigated by maquet. Pls set has been received for investigation and visual inspection has been performed. Clotting could be detected in the centrifugal pump. Thus failure could be confirmed. DHR-review for 70102.7818 be-pls 2050#permanent life support set lot: 70107592. 70101.7955 be-00987#be-zentrifugalpumpe lot: 70106444. 70000.0987 00987#zentrifugalpumpe lot: 70105361. 70101.7955 be-00987#be-zentrifugalpumpe lot: 70107558. 70000.0987 00987#zentrifugalpumpe lot: 70105365. Does not show any abnormalities. This data will be handled through a designated maquet trending process. If a trend occurs, it will be escalated to quality assurance management for review and determination if further investigation is necessary. Due to this no further action will be completed at this time.

Event description:
(B)(4).

Manufacturer narrative:
The rotaflow has been cleaned and visual inspection has been performed under microscopy. A small burr has been detected at the rotor shell. This has been determined as a production failure. There are many reasons for clotting: according to clinical advisor; during an operation, clotting occurs on almost every foreign surface of cpb-components if no heparin or an alternative anticoagulation is given. If clotting occurs during cpb the balance between anticoagulation and coagulation system is disturbed. Unfortunately, it is not uniformly possible to predict how patients react to a certain dose of heparin. There several other than flow and no blood flow, long cpb times, onset of heparin-induced thrombocytopenia, disseminated intravascular coagulation (dic), sepsis or preexisting conditions that impact on coagulation system, organ injury, e.g. Lung, where certain substances are released. Another reason could be that the heparin dosage was too low despite a good act. It could be possible that acts at the lower end of sufficient anticoagulation and rather low blood flow. Further investigation to identify a potential relation between the detected burr and the clotting in this case was performed and documented within the non-conformity report (B)(4).

Event description:
(B)(4).